Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified and for the chipped lens bonding of the distal tip in the input section cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material at the light guide cover glass of the distal tip in the input section and chipped lens bonding of the distal tip in the input section. There was no patient involvement.